Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired ninety two (92) days later. These claims were allegedly caused by the patient's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.